Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for damaged caps with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: the cap moulding process results in a weakness opposite the gate of the mould cavity where the flow of the injected polymer meets and it is this weakness which can fail if the cap is put under undue pressure. Bd was able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that bd vacutainer® plus plastic serum tubes had caps that were damaged. No serious injury or medical intervention reported.